Manufacturer narrative:
Date sent to the FDA: 4/14/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d3, g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2018 during which the surgeon noted the mesh had pulled away for a significant portion of the left side of the repair and inferior portion of the repair. Adhesions to the mesh were taken down. Adhesions were present on both left and right borders of the mesh. The superior aspect of the mesh was adherent to the anterior edge of the liver. One portion was explanted. There was also bowel adherent to the abdominal wall. Bowel was present in the hernia sac. There was loss of abdominal wall domain, recurrent ventral abdominal wall domain, recurrent ventral incisional hernia and ulceration to the skin of the abdominal wall. It was reported that the patient underwent it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.